Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. During the evaluation of the returned sample the distal tip of the balloon is missing. The tear is jagged and the sheath was not returned. It appears as if the balloon burst, got caught during removal and the distal portion pulled off. The exact cause of the complaint appears to be user error. The complaint form indicates the catheter was used to post dilate a stent, however, according to the instructions for use "this catheter is not intended for the expansion or delivery of stents." A review of the manufacturing records for the reported lot indicated that all of the device specification and quality requirements were satisfied. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.

Event description:
Balloon ruptured with possible pieces dislodged into patient, circulation. No additional medical / surgical intervention performed. Procedure was completed with a different balloon and patient is stable.